Event description:
Device report 1 of 2: ref MFR report: 1627487-2012-09630. It was reported the pt presented to his physician with pain at the incision site. The pt indicated he is receiving effective coverage in the desired pain pattern. No signs on infection were observed. The pt is treating the pain using flexor patch. The pt is working with his physician to determine a resolution to his symptom.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.